Event description:
After deployment of a cypher stent, the physician met some difficulties when trying to withdraw the guidewire. He pulled the guidewire and the device broke in two pieces. One part of the guidewire was recovered but the second part is still in the aortic area of the patient's body. The patient is currently hospitalized and another procedure is foreseen to recover the separated piece of the device.